Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg level was described as "high". Suspected cause of high bg was due to either a cartridge or infusion set leak. A system check was performed and the cartridge connection was confirmed to be leaking insulin. A correction bolus was delivered to address the elevated bg level and a supply change was performed to address the leaking cartridge.